Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, half of the display will not light up at all. Customer's blood glucose was 188 mg/dl. The customer will continue to use current pump.